Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015, resulting in a car accident. Patient reported setting low alert for 70mg/dl. Patient did not hear a low alert at the time of the event. Patient stated that he was driving his vehicle at the time of the event. As a result of low blood glucose levels, patient reported losing control of his vehicle. When paramedics arrived at the scene, patient's reported blood glucose levels were at 48mg/dl. The paramedics treated the patient, placing an intravenous(IV) drip on the patient as well as treating minor scrapes on the patient. The patient was not aware of what was in the IV drip. The patient declined the option of going to the hospital. At the time the paramedics were leaving the patient, his bg reading was up to 200+mg/dl. At the time the patient reported this event, the patient's condition was stable. Additionally, the extent of injuries included minor scrapes and a swollen knee. No additional event or patient information is available.